Event description:
Pelvic pain immediately after placement. Pelvic pain became worse during ovulation and menstrual cycle. Symptoms are as follows that were not present before essure placement: chronic fatigue, hair loss, acne, mood swings, depression, anxiety, loss of libido, weight fluctuations despite strict diets and exercise. Abdominal swelling and/or bloating. A year and a half after placement I started struggling with multiple utis or uti symptoms that did test positive. Urine frequency, burning during urination. Two cases of vb. Nausea, lower back pain, aching joints, shots of pain from hip to knee, severe pelvic stabbing pain. I had two ovarian cysts removed (B)(6) 2013. Pain got worse. Nausea got worse. Depression got worse. Had elevated liver enzymes-saw gi. Labs came out normal. Had small amount of blood in urine-urologist was not concerned or advised any further testing. Had essure coils removed via bilateral salpingectomy (B)(6), 2014. Brain fog gone! Depression gone! Fatigue gone! Stabbing pain decreased by 70%. Back pain decreased by 20%. Joints on right side completely gone. Joint pain on left increasing, cramping and back pain still present. Went to post op and had ultrasound. Technician found a fragment about 2cm in length on left side uterine cavity. I will now have a partial vaginal hysterectomy in the coming weeks to remove the remaining essure coil fragment at the age of (B)(6). (B)(4).